Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to headache. It is unknown if there are plans to reimplant the patient as of the date of this report.